Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with 300 units. Additionally, it was reported that there were air bubbles in the tubing during fill tubing. The user's blood glucose level was 88 mg/dl. Reportedly, the user successfully loaded a new cartridge.